Manufacturer narrative:
(B)(4).

Event description:
It was reported that the inner lining detached. A chariot guiding sheath was used with a non-bsc thrombectomy catheter. While the thrombectomy catheter was being removed, a portion of the inner lining of the chariot guiding sheath detached and was stuck in the thrombectomy catheter. The detached portion was able to be removed with the removal of the thrombectomy catheter. The vessel was ballooned and the procedure was completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a chariot guide sheath with a 23cm piece of delamination. There was blood in the shaft. Microscopic examination revealed that the shaft was kinked at the hub. The braiding was not exposed and the arnitel material of the outer shaft was intact with no separations; however, the returned delamination was verified to be the pfte lining inside the shaft of the sheath. Microscopic examination presented no damage to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the inner lining detached. A chariot guiding sheath was used with a non-bsc thrombectomy catheter. While the thrombectomy catheter was being removed, a portion of the inner lining of the chariot guiding sheath detached and was stuck in the thrombectomy catheter. The detached portion was able to be removed with the removal of the thrombectomy catheter. The vessel was ballooned and the procedure was completed. No patient complications were reported and the patient's status is fine.